Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Physio was however able to verify that the reported issue occurred via the electronic patient record from the device. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
It was later confirmed by the customer that the patient was a (B)(6) male. The customer also clarified that they did not change out the electrodes, as previously reported. The customer advised that they had actually unplugged, then plugged back in, the same set of electrodes. Following this action, the device successfully recognized the patient and they were able to continue care. The patient did not suffer any adverse effects as a result of the reported issue.

Event description:
It was reported that during a patient event, the customer's device kept giving a "connect electrodes" message while the defibrillation electrodes were connected to the patient. With this message, the device did not recognize the patient connection and could not provide defibrillation therapy. The device intermittently then detected the patient and delivered a shock; however, the device then went back to giving a "connect electrodes" message again. The customer then powered the device off and changed out the electrodes. With the new set of defibrillation electrodes, the device successfully recognized the patient and continued care. The patient did not suffer any adverse effects as a result of the reported issue.